Event description:
It was reported that the charge on the ipg would not last long and the patient had to recharge it frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded and will not be returned.